Event description:
Customer reported excessive no deliveries on her insulin pump. She has gone through twelve infusion sets trying to resolve the issues. Customer's blood glucose at the first no delivery was over 500 mg/dl. She treated with an insulin pen. The next two infusion sets had no delivery alarms. The next three did not work because the paper messed up. For the last few infusion sets, customer went through all the steps changing it, but when she presses the act button, the insulin pump tells her to do it all over again. Customer was unable to troubleshoot. She was advised to call when the alarm occurs for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).